Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367342, batch no. 9077558. It was reported that during use of that bd vacutainer® push button blood collection set over 50% of the product being used have large air bubbles in the tubing which sometimes stops the blood flow into blood collection tubes, or significantly slows it. Predominately occurs after an initial blood collection tube has already filled properly. The following information was provided by the initial reporter: ¿over 50% of the product being used have large air bubbles in the tubing which sometimes stops the blood flow into blood collection tubes, or significantly slows it. Predominately occurs after an initial blood collection tube has already filled properly. Several different phlebotomist tried several lot numbers with similar results and does not seem to occur in the 21g pbbc sets. Does not matter if being used on a difficult vein - or a ¿good¿ vein.¿

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 367342, batch no. 9077558. It was reported that during use of that bd vacutainer® push button blood collection set over 50% of the product being used have large air bubbles in the tubing which sometimes stops the blood flow into blood collection tubes, or significantly slows it. Predominately occurs after an initial blood collection tube has already filled properly. The following information was provided by the initial reporter: ¿over 50% of the product being used have large air bubbles in the tubing which sometimes stops the blood flow into blood collection tubes, or significantly slows it. Predominately occurs after an initial blood collection tube has already filled properly. Several different phlebotomist tried several lot numbers with similar results and does not seem to occur in the 21g pbbcsets. Does not matter if being used on a difficult vein - or a ¿good¿ vein.¿